Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Contact requested assistance in overriding the insulin on board (iob) in order to deliver a correction bolus of 2.6 u for a blood glucose level of 320 mg/dl. Contact stated that iob was high due to a 5 u system check performed previously.